Event description:
Customer reported high device results. Device =413 mg/dl. Customer passed out. Customer's device =90 mg/dl. Customer ate 4 bowls of ice cream & drank 2 glasses of sugar water. Paramedics came and their device=70 mg/dl. Customer went to hosp and their device=70 mg/dl. Hosp remained in the hosp for 2 days where they were treated with an IV. No controls used. Using expired strips. A request was made for return product and replacement product was sent.